Event description:
Report received of no audible alarm tone. The pump was returned to the biomedical engineering department with an unsigned note that stated, "no alarm at end of doseage." No tracking information was provided. During testing by the user facility, the device was programmed to deliver at a rate of 200ml/hr with a volume to be infused (vtbi) of 5ml and the delivery was started. When the delivery was complete, the device displayed vtbi complete but did not sound an audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use.